Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal (ip) fortum injections (1g stat followed by 1g once daily) and ip vancomycin (500 mg stat and then every third day) for the peritonitis. Antibiotic treatment was eventually discontinued. Nine days following the initial development of peritonitis, the patient was again diagnosed with peritonitis. Treatment for the event was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).